Event description:
(B)(4). Painful ovulation (mittelschmerz), loss of libido, hair loss, polymenorrhea, back and hip pain, all over body aches, brain fog - cloudiness , forgetfulness, memory loss, weight issues